Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system was a part of an infection, and a revision was scheduled.. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4).

Event description:
A revision took place and this system was explanted. No further adverse patient effects were reported.